Event description:
It was reported: "the 1.5mm hex tip (80-0728) broke during the procedure".

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.